Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen with an unknown dose and concentration, hydromorphone with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 a review of the device logs/device interrogation revealed a pump motor stall occurred on (B)(6) 2017 at 08:37 with a motor stall recovery on (B)(6) 2017 at 08:44 without a report of a magnetic resonance imaging. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The device diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the pump motor stall and motor stall recovery was unknown. The patient's weight was (B)(6) pounds. No further complications were reported.